Manufacturer narrative:
The ge healthcare service representative replaced the anesthesia control board to resolve the reported issue. No report of patient involvement. : the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
A ge healthcare service representative reported that during system checkout, the system reported that the bellows was collapsed. There was no report of patient involvement.